Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that aspirate probe 3 and 4 were not functioning properly. The cse replaced the aspirate probe guides and pinch valve 1 and 2. The cse also cleaned the index pin and motor assembly. The cause of the discordant cardiac troponin ultra result is unknown. The cse successfully completed instrument tests and inspections. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant cardiac troponin ultra (tni ul) results were obtained on one patient on an advia centaur instrument. The initial result was reported to the physician(s). The same sample was repeated and resulted lower. The patient was redrawn and that sample was tested on the same instrument, which resulted lower. The repeat result from the original sample was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul result.